Manufacturer narrative:
Continuation of d10: product ID: pscic101, product type: catheter interface cable. Product event summary: the pscc100 catheter with lot number 0012745832 was returned and analyzed. No anomalies were identified during visual inspection of the array and handle. During visual inspection of the shaft, it was observed that the shaft was broken proximal to the handle tip and the dual lumen was detached from the shaft. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error 2000 (there was an electrical current error). Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. Further inspection and testing performed to verify the integrity of the catheter sub-components did not reveal any anomalies. In conclusion, the catheter failed the returned product inspection due to dual lumen detachment from the shaft and an exposed anchor ring on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an error message was received during power transmission indicating that there was an electrical current error. The generator was restarted without resolution. The catheter was removed and damage to the steering portion of the catheter tip was visually confirmed. It was further reported that when the slide control knob was pushed distally, the electrode array did not form a spiral shape but instead protruded forward while maintaining its ring shape. The catheter interface cable and the catheter were replaced which resolved the error message. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this eve

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, h6 fdc (annex d). Product event summary: the pscc100 catheter with lot number 0012745832 was returned and analyzed. No anomalies were identified during external visual inspection of the array and handle. During external visual inspection of the shaft, it was observed to be broken proximal to the handle tip. Additionally. The dual lumen was observed to be detached from the shaft. The printed circuit board assembly (pcba) chip was reprogrammed, and during functional testing, a test generator terminated the therapy delivery due to system error 2000. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. Further inspection reveled a charred electrode wire in the shaft region. In conclusion, the catheter failed the returned product inspection due to dual lumen detachment from the shaft, an exposed anchor ring, and a charred electrode wire in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.